Event description:
It was reported that the patient was having muscle spasms at the back and was experiencing uncomfortable stimulation and loss of stimulation due to lead migration which was confirmed through an x ray. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months after implant.